Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# unknown serial# implanted: (B)(6) 2002 explanted: (B)(6) 2008 product type catheter . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response to a request for follow-up. It was clarified that a pump replacement was done on 2008(B)(6) because of low battery. The new pump was then revised on 2008 (B)(6) due to "flipping or moving of pump in the pocket."it was unknown whether the patient experienced any symptoms between 2008-(B)(6) and 2008 (B)(6). The reported catheter dislocation then occurred sometime between 2008 (B)(6) and (B)(6) 2008, probably while transferring the patient for MRI or x-ray, per the hcp. The patient experienced increased spasticity during this time as well. It was detailed that the catheter was displaced/disconnectedat the pump site and that at that time it was fixed by sutures. The catheter was replaced by a new one on 2008 (B)(6) because of complications some months before (described above). It was indicated that the cause of the catheter dislocation was due to the "flipping or moving" of the pump in the pocket. It was indicated that the devices likely were not returned for analysis due to the "obvious malfunction." The patient's medical history included complete paraplegia.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath; lot# unknown, serial# unknown, implanted: unknown, explanted: (B)(6) 2008, product type: catheter. Section other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd:unknown , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the statuspost catheter dislocation with implanted itb-pump in 2002 (replacement in 2008). The status post correction of position of the pump on (B)(6) 2008. The status post explant of dislocated proximal catheter and re-implant of intrathecal catheter 8731sc on (B)(6) 2008. There were no reported patient symptoms. Omitted information pertains to (B)(4) - unrecovered motor stall after MRI.